Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed due to damage to the device. Visual evaluation found that the suture is frayed in multiple areas. The suture threader and needle assembly were not returned for investigation. The most likely cause is attributed to misuse due to user error. Refer to investigation photos.

Event description:
It was reported that during a tibia-to-tight reconstruction surgery, the device broke. According to the surgeon, no harm to the patient, operator, or third party occurred. The surgery was finished successfully with a different device. The surgical technique was switched to stabilization with a screw. It was not necessary to do a second surgery. Update avoe (B)(6) 2023: it was confirmed that the device broke and all broken parts were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.